Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI; upn: m365sc8416700; model: sc-8416-70; serial: (B)(6); batch: 7070996.

Event description:
It was reported the patient was had an infection at the ipg and lead site. The symptoms were pain and yellow pus. It was noted that the ipg site was slightly opened, and the patient was told that there was a seed tick during the surgery which led to infection. The patient underwent a spinal cord stimulator (scs) system explant procedure and was given antibiotics. The patient was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.